Event description:
It was reported that during central processing, the 0-degree endoscope plus was not working correctly. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 0-degree endoscope plus had an uncontrolled motion. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the -degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.